Manufacturer narrative:
(B)(4). G2 foreign: japan. Physical and technical evaluation was performed by a field service engineer (fse). The fse confirmed that the robot arm was drifting and that it was stuck during the arm accuracy test. The fse replaced the ft (force torque) sensor cable, resolving the issue. Review of the previous repair record identified unrelated repairs to the reported event. The device was tested and found to be functioning to specifications prior to release to the customer. A definitive root cause cannot be determined at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the robotic arm was drifting. Upon evaluation of the robot, it was discovered the malfunction occurred due to force torque sensor malfunction. No adverse events have been reported as a result of the malfunction. No further event information available at the time of this report.